Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had died twice within one day. The customer¿s blood glucose level was unknown. The device was dropped. The battery compartment was damaged. There was a crack on it. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and faded and stained serial number label. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.